Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's results were 165, 105 and 154 mg/dl. Rptr did not have any symptoms. A control test was in range, 125 (95-142). On followup, the rptr checks the confirmation dot when testing. No harm was alleged.